Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This event was originally submitted as MDR 1822565-2013-00509. Evaluation summary: no device or photos were received; therefore, the condition of the components is unk. The primary operative notes were reviewed with no significant findings. Revision notes states that pre-and post-operative diagnoses are "loose tibial component"; however, no further info is given regarding condition of the component. A definitive root cause of the pt's instability cannot be determined with the info provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt wsa revised due to loosening of the tibial component.